Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the spatula is broken. The instrument was returned with a piece of the spatula broken off. The broken piece was not returned, but measures roughly .150 x .090. The tip fractured at the line where the spatula is formed into the flattened spatula shape. The side view of the fractured surface showed a bend to one side, indicating an applied load perpendicular to the spatula surface. Engineering concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the permanent cautery spatula instrument tip was noted to be bent. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.